Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast augmentation with mentor memory gel breast implant, 550 cc gel breast implants which the left side ruptured and there was issue with gel bleed on the right side after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505501bc, lot number 7587685, serial number (B)(4), and right replaced with catalog number 3505501bc, lot number 7511965, serial number (B)(4) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor the gel appeared clear. Yellow material was observed within the device and gel was observed on the shell surface. During evaluation the device two rents with shell abrasion in both were served on the anterior and extending to posterior aspect, measuring approximately the rent a 4.2 cm and the rent b 4.5 cm. No other anomalies were discovered. Gel bleed complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release a root cause of the failure reported by the customer could not be determined. The gel fracture occur during manufacturing process and also due to severe manipulation as well by the surgeon. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).